Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution residue is dried on the lens. One haptic has a deep cut across the anterior side in the distal area with loose lens material. Edge damage with loose lens material is observed on the posterior side at the gusset area. Edge damage with loose lens material, a crack, and a deep gouge is observed on the posterior side of the optic. This damage is consistent with the lens being caught in the case. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the complaint cannot be determined. The lens was returned placed incorrectly into the fully assembled lens case. Damage was observed to the lens which may have been interpreted as the reported complaint of ¿imprint on the lens¿. This damage is similar in appearance to damage created by posts of the lens case. If the lens becomes misaligned in the lens case, lens damage may occur. There appears to be an area of a slight residue of solution. Due to the presence of solution, we are unable to verify that the damage was present when opened. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, "damage, some sort of imprint on the lens noted by tech. Manufacturing issue. No patient contact." Additional information was provided indicating that the defect was noted before loading the lens.